Manufacturer narrative:
Block h6: problem code 1437 captures the reportable event of fiber connector overheats. Block h10: investigation results the returned lighttrail reusable 270um laser fiber was analyzed, and a visual evaluation noted that it was returned in two pieces and the fiber body broke off at the connector hub. The analysis of the returned device found that the fiber was broken and the coating at the body break was damaged. Examination under magnification shows the pattern on the body break was consistent with a fracture. The fiber body measured 264 cm in length. The remainder of the fiber, including the distal tip, was not returned. Light was not observed from the sma connector due to the received condition. Burn marks were observed inside the connector where the fiber body was disconnected. No other issues with the device were noted. The reported event was confirmed. The analysis of the returned device revealed that there were burn marks and the fiber body disconnected from at the connector hub, indicating there was likely a misfired. A break occurring during use could result in laser energy escaping, resulting in overheating in the sma connector. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on the event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6), 2020 that a lighttrail reusable 270um laser fiber was used in a lithotripsy procedure in the kidney performed on (B)(6) 2020. Reportedly, the laser unit used was an auriga xl laser console with laser settings of 300 millijoules and 25 hertz. According to the complainant, during the procedure, a fire, burn out and smoke started to come out from the connector of the laser fiber upon pressing down on the footswitch. Reportedly, there was no burn injury to the user or to the patient. The procedure was completed with another lighttrail reusable 270um laser fiber. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a lighttrail reusable 270um laser fiber was used in a lithotripsy procedure in the kidney performed on (B)(6) 2020. Reportedly, the laser unit used was an auriga xl laser console with laser settings of 300 millijoules and 25 hertz. According to the complainant, during the procedure, a fire, burn out and smoke started to come out from the connector of the laser fiber upon pressing down on the footswitch. Reportedly, there was no burn injury to the user or to the patient. The procedure was completed with another lighttrail reusable 270um laser fiber. There were no patient complications reported as a result of this event.